Event description:
Procedure type: laparoscopy. According to the reporter: endostitch needle malfunctioned and broke in half during the procedure. The surgeon was able to find half the needle, but could not locate the other half and closed up the pt. Reason to use: to suture during laparoscopic procedures.

Manufacturer narrative:
(B)(4).